Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and menorrhagia and mesh was implanted. It was reported that post implantation, the patient experienced pain, erosion, infection, recurrence, bleeding, dyspareunia, vaginal scarring and urinary/bowel problems. It also was reported that the patient underwent explant of mesh and placement of restorelle y (coloplast) on (B)(6) 2012 due to symptomatic uterine prolapse with pelvic pain and erosion of vaginal tape. (B)(4) ¿undefined recurrence; dyspareunia; urinary problems; bowel problems; prolapse.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia and uterine prolapse.